Manufacturer narrative:
Information received that patient healed.

Manufacturer narrative:
(B)(4). The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported that the system caused a grade 4 corneal burn one day post operation. There is some healing of burn at 1 week post operation. After 2 weeks there is significant improvement at corneal burn, however problems on visual acuity are continuing.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.